Event description:
It is reported that the patient was revised due to pain. During the revision surgery, a broken plate was replaced.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Plate was in-vivo for about 8 months before being removed. It is unknown if any boney union occurred during this timeframe. It is reported that the patient underwent a revision surgery and the broken plate was explanted. The periarticular locking plate system package insert states that " zimmer periarticular locking plates are designed for temporary internal fixation . The temporary internal fracture fixation devices are designed to stabilize the fracture site during the normal healing process. After healing occurs, these devices serve no functional purpose and should therefore be removed". A definite root cause cannot be determined with the information provided. A product history search cannot be completed since the lot number is unknown. No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the lot number is unknown.